Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented during an in clinic follow-up. Upon device interrogation, the right atrial lead exhibited episodes of inappropriate automatic mode switch due to noise. Technical support suspected the noise to be due to lead damage. Since lead parameters were stable, the lead remained implanted and no interventions were reported. There were no adverse consequences to the patient.